Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision due to dislodgement, fixation difficulties were observed. At the end of the procedure, a small pericardial effusion was noted under echocardiography. The lead was explanted and replaced. The patient's condition was good after the procedure. The patient was monitored at the hospital the following days.